Event description:
On (B)(6) 2012, an aortic valve replacement (avr) was performed and this 19 mm trifecta valve was implanted. Postoperatively, the patient had been followed up at another hospital and no issues were reported. Approximately 6 months ago, the peak pressure gradient was noted to be 57 mmhg. No intervention beyond monitoring of the patient occurred. In (B)(6) of 2018 (on an unknown date), the gradient increased to 90 mmhg with shortness of breath reported at a regular follow-up. Reportedly, the gradient and mean pressure gradient (mpg) were respectively 31 mmhg and 12 mmhg after the initial procedure in 2012, and 26 mmhg and 13 mmhg approximately one year later. Aortic stenosis (as) and aortic regurgitation (ar) were suspected on the findings of the echocardiogram. On (B)(6) 2018, the valve was explanted and replaced with a 16 mm medtronic ats open pivot bileaflet heart valve. Upon explant, calcification was observed. A leaflet became torn during the explant procedure. The patient is reported to be recovering and in stable condition and making good progress postoperatively.

Manufacturer narrative:
An event of leakage, high gradient and stenosis was reported. The reported calcification was confirmed. Morphological and histopathological examination found all three leaflets contained calcifications and were fibrotically thickened. All three leaflets contained tears. Two of these tears were adjacent to calcified nodules. Information from the field indicated a leaflet was torn during explant. There was circumferential fibrous pannus ingrowth on the inflow surface, narrowing the inflow diameter, which extended focally onto the base of leaflet 2. No inflammation was found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the calcification could not be conclusively determined; however, calcification is a known event associated with tissue heart valves. No information, such as patient comorbidities, was provided to add in the investigation beyond the indication that a smaller, 16mm, valve was subsequently implanted. The valve had been implanted for more than 6 years. The tears are consistent with the calcification altering the normal leaflet architecture. The calcification, and circumferential pannus are consistent with stenosis, with the affected leaflet mobility potentially contributing to both the leakage and high gradient.